Manufacturer narrative:
(B)(4). The lot was manufactured from 07/01/2013 to 07/03/2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed from a basal/bolus infusor. This occurred during filling with an unknown solution. The filling procedure and whether priming was attempted, to confirm the no flow condition, are unknown. There was no patient involvement. No additional information is available.